Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is: (B)(6). Device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon receipt of a additional information.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) ECG external signal input was abnormal. It is unknown the circumstances of the event or if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) ECG external signal input was abnormal. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge distributor indicated that the ECG external signal input was abnormal, to address the issue the distributor checked the external signal of ECG (pilips electric shock device), use the simulator to test the ECG and capture it normally, and pass the 6.3mm monophonic power cable into the cs100. The field test includes interference, and it can work normally. The iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, g7, h2, h4, h6 (type of investigation,investigation findings, investigation conclusions), h10, h11 corrected field: g1, h6 (component codes).